Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for creatinine plus ver.2 (crep2). The erroneous results were reported outside of the laboratory. The patient who is "almost" (B)(6) was hospitalized due to acute renal failure. The creatinine result from an external laboratory that uses an abbott I-stat was 200 umol/l. Six hours later a new sample was obtained and the patient was tested on the integra 400 plus. The crep2 result was 64 umol/l. This result was reported outside of the laboratory. The customer doubted this result and the sample was repeated 5 times on (B)(6) 2015. The crep2 results were 142 umol/l, 138 umol/l, 137 umol/l, 138 umol/l, and 137 umol/l. No adverse event occurred. The crep2 reagent lot number was 617550. The expiration date was not provided. The last maintenance on the instrument was performed in (B)(6) 2015. On (B)(6) /2015 the field service engineer exchanged the wash station. The sample and reagent probes had been exchanged the week prior. All other instrument functions were acceptable. Since the service action was performed, no further erroneous results occurred. All instrument tests were within specification. A specific root cause could not be identified. It was noted that the crep2 assay is susceptible to contaminations due to pre-analytics and the instrument itself.